Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer determined that, when tested using a used spare battery, the device powered on and displayed a "battery low" warning. Despite the warning, the AED retained sufficient charge to deliver therapy. The troubleshooting process did not identify a root cause for the "replace battery pack now" alert. The customer was referred to a distributor to obtain a replacement battery. As a follow-up, proper device maintenance procedures were reviewed with the customer.